Event description:
During troubleshooting for an unrelated alarm on the home choice (hc) machine, it was reported there was a leak from the patient line. The patient was not connected. The reporter stated that in a previous therapy, the patient disconnected from the patient line early without capping the line, the hc machine remained on, last fill started while the patient was disconnected, and the solution then spilled. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, the device could not be evaluated. Upon conclusion of the investigation, the cause of the problem was determined to be a use error, patient improperly disconnected from the set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.